Manufacturer narrative:
The type of event is addressed in the device labeling.

Event description:
Per the audiologist, in 2008, the patient was implanted with a primary and a sleeper fixture in a two stage procedure. Neither fixture contained a cover screw but was filled with bone wax which was removed prior to attaching the abutment five months later, the second stage of the procedure. While attaching the abutment to the primary fixture, the threads on the fixture were damaged. The primary fixture was removed and the surgeon attached the abutment to the sleeper fixture with out any problems. A new sterile fixture was then implanted at the primary site and a cover screw used to cap the fixture.